Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital for high blood glucose of 400 mg/dl due to possible incorrect insertion of an infusion set. The customer indicated that he also received a no delivery alarm but is unable to troubleshoot the alarm or high blood glucose as the pump is not at home. Customer will monitor the pump and call back if any further assistance is required.